Event description:
It was reported a piece of 1.5 2 mm drill guide chipped off during the orif of a hand surgery. Broken pieces were retrieved from patient and confirmed by x-ray. Another drill was used to complete the procedure with no add'l time.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. DHR review performed: a review of synthes device history records for mfg revealed no complaint related issues. Visual inspection revealed the drilling tube had broken due to possible mechanical overloading. Device is over fifteen years old and often used.